Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified peripheral artery. A 1.5mm x 20mm x 142cm coyote otw balloon catheter was advanced for dilatation. However, during initial inflation at 7 atmospheres for 10 seconds, the balloon burst. The device was removed, and the procedure was completed using an alternate device. No patient complications reported.